Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, over infused was reproduced. Flowline ran a flow test at a delivery rate of 125 ml/hr at a vtbi of 125 for a one hour run time. The delivered amount was out of specification. A review of the event history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration pressure plate travel, change m2/m3 springs, mechanism door and hooks. The pressure plate travel, change m2/m3 springs, mechanism door and hooks require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.